Event description:
The customer reported that there was an asystole alarm six minutes before the death of the pt. The component central monitor did not ring on the last alarm, so nobody noticed pt's death.